Event description:
It was reported "not getting charged". This was clarified by a philips fse as the device had no ac power indication and the battery was not getting charged. There was no patient involvement.